Manufacturer narrative:
One additional occurrence of the complaint was reported for this device lot from this customer. Additional information can be found in the following MDR: 2245270-2015-00067. The catheter was returned to vygon, and microscopic evaluation showed the catheter was separated from the wing. A hole at the junction between the catheter and wing was visible. Typical signs for a partial tenslie break were visible. Vygon (B)(4) cannot confirm the complaint, as each catheter is leak and flow tested at production.

Manufacturer narrative:
One additional occurrence of the complaint was reported for this device lot from this customer. Additional information can be found in the following MDR: 2245270-2015-00067. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line leaking at hub.